Manufacturer narrative:
Additional part involved in incident.part no.ft230b 1.6mm cannulated drill bit.

Event description:
It was reported that the screw would not purchase and break the cortex. Screw was removed and replaced with a different system. Patient outcome: no adverse effect reported as a result of this event.